Event description:
It was reported that there was unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m-58 lead, implanted: (B)(6) 1992. A 419488 lead, implanted: (B)(6) 2007. A 4269 competitor lead, implanted: (B)(6) 1992. (B)(4).